Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that surgical intervention was undertaken wherein the patient's stimulator was explanted from the mid/lower back. No further information is known.

Manufacturer narrative:
Section b3: date of event is estimated. Section b5: during processing of this incident, attempts were made to obtain complete event information; however, no further information was known or received.